Event description:
During review of the event history log sys error 105 was observed. This suggests a device malfunction. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the motor was failing due to severed motor mount screws. This part is a known contributor to sys error 105 alarms and has been replaced.